Event description:
About 2 months post-op the pt returned for a follow-up visit with the clamp broken. There was loss of fracture reduction. It was necessary to replace the fixator to realign the fracture. (The pt involved is affected by mental problems).